Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report.

Event description:
The following was reported to us in a medwatch form received from the facility (B)(6). "S: patient's head fell from mayfield after one of the skull pins came off. B: patient was scheduled for right occipital wound revision. Surgery ended at 1830. Surgeon took off the patient's drape. Patient's head was supported by the mayfield. Suddenly, patient's head dropped and one of the skull pins came off from the mayfield. Anesthesiologist recognized the incident and promptly held the head and surgeon as well. A: a laceration of about 3cm happened just below the surgical site. Stabilized the neck and head with horseshoe. Surgeon sutured the laceration."